Event description:
The customer reported that the device failed to shock.

Manufacturer narrative:
The customer reported that the device failed to shock. The device evaluated locally. The issue was localized to a failed paddle set. Replacing the paddle set resolved the issue.